Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead fractured and exhibited oversensing. The lead was capped and replaced. No patient symptoms were reported.